Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: anterior referencing sizer item # 42509908810 lot # 62306394. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00398. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends .

Event description:
It was reported that the instrumentation used during a procedure did not slide easily as it was designed to perform; rough motion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This confirms the complaint. Visual evaluation of anterior referencing sizer with locking boom exhibits signs of repeated use (nicked or gouged) and several dimensions have failed. Also sprayed steris hinge free instrument lubricant, but the device still binds. A review of the device history record including supplier DHR identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue was due to the surgeon impacted the instrument with a mallet to sit the instrument with the patient's bone. Per the surgical technique: (B)(4), persona the personalized knee states on page 19 not to impact the sizer onto the femur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.